Event description:
Information received from the field does not address the patient's clinical status but notes a loss of atrial capture in the bipolar configuration. Atrial capture was observed at 7.5v, 1.2 ms in the unipolar configuration. Loss of atrial sensing was also noted. The physician elected to program the mode to vvi.